Manufacturer narrative:
(B)(4).a request for the device has been made, and it is currently being awaited by baxter. A follow-up medwatch report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was insufficient bonding at the junction of the tubing and the luer twist. Additional: a batch review has been performed and there were no exceptions noted during the manufacture of this lot.

Event description:
The facility representative contacted baxter to report an intermate that had leaked. The device was filled with pamidronate 90 milligrams in 0.9% sodium chloride 250 milligrams. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.